Event description:
The customer reported the system froze upon boot up and would not complete the boot up process. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine disk drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.